Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported her diarrhea was real bad yesterday. She informed her healthcare provider (hcp)that she had been taking a ntibiotics and hcp suggested that she discontinue antibiotics and recommended her taken anti-diarrhea medication as well. Patient was instructed to sync with the patient programmer (pp) during the call and pp showed stim was on at .9v. She was feeling stim in the correct area. It was noted that this did not resolve the issue. Patient indicated that she had discontinued antibiotics and started taking anti-diarrhea medication. She had follow up appointment with hcp on friday. More than a week later, additional information received from healthcare provider (hcp) reported that they did not put patient on any antibiotics but the last time patient was in for programming, the culture was done. The results showed urinary tract infection(uti). Hcp confirmed uti was not related to the device because patient was implanted for fecal. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the diarrhea was not determined, as the patient thought their pelvic muscles were weak. Patient's diarrhea symptoms had not resolved. No further complications were reported.